Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
It was reported that during the procedure to treat an abdominal aortic aneurysm (aaa) the afx introducer system valve had a significant leak with continuous blood loss. The physician replaced the introducer system and completed the procedure with no further issues.

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. A limited evaluation of the returned device was completed. The device was returned severely damaged due to the way the device was packaged for return, which was in an explant kit that is made for explanted stent grafts and not a delivery system. Due to this damage a functional analysis is not possible. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.